Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the foot switch pedal of the stockert generator was sticking and stayed on ablation after the pedal has been released. The device was exchanged and the case resumed. It was later reported that the doctor stepped on the foot switch and broke it. The foot switch was discarded and not returned for analysis. A review of the DHR showed no issues with this device in manufacturing or service.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental will be submitted once the investigation is completed. (B)(4)

Event description:
It was reported that during an a-fib procedure, the foot switch pedal of the stockert generator was sticking and stayed on ablation after the pedal has been released. The ablation was stopped by tapping the pedal. Foot switch pedal was replaced and the case was completed. There was no patient injury reported.